Event description:
The customer reported that during testing the unit will not power on when the battery is disconnected and ac power connected. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).